Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on february 05, 2025, with lot number 1589456. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures creases and non penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV," and "suggested extracapsular rupture on imaging." Device has been explanted.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV," and "suggested extracapsular rupture on imaging." Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/20/2025.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture.

Event description:
Healthcare professional reported left side "capsular contracture baker grade IV," and "suggested extracapsular rupture on imaging." Device has been explanted.